Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that there were falls beginning in 2008 that were resolved with reprogramming. It was also reported that the patient's speech, speaking, and swallowing was affected from the deep brain stimulation (dbs) system over the last 6-7 years prior to (B)(6) 2015. This was not related to positional movement and there was no electromagnetic interference (emi) exposure. Everything was going well with the dbs and they were very happy with it. This was considered a sudden change in therapy/symptoms. The patient's husband thought that the batteries actually last longer than expected. The health care professional (hcp) thought they should last 3 years but they last longer than that. It was further reported by the hcp on (B)(6) 2015 that the patient had parkinson's disease for 40 years and was in the later end stage of her disease. The symptoms were largely due to the disease. The indication-for-use (IFU) was parkinson's dual and movement disorders.